Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. There were 3 additional sensors reported (serial numbers unknown) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: it was reported that the readings obtained from 4 of adc freestyle libre sensors were between ¿20-60¿ points off of the customer¿s blood sugar levels. The user report noted that the ¿event report type¿ as ¿serious¿ however, there was no report of any symptoms, self-treatment, or third-party medical intervention. No further details were provided. Based on the information provided, there was no report of serious injury associated with this event.